Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple change cartridge errors occurred with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a cartridge and resume insulin delivery.